Manufacturer narrative:
Analysis determined that it was unable to load exams. On (B)(4), there was an import failure. The rep upgraded the system to media I/o 3.17 and the issue resolved. They tested multiple patient exams and each one loaded as it should in the software. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure, with no patient present. It was reported that when attempting to load exams via cd, the media I/o window will pop up and the system will act as though it's loading the disc, but after the transfer complete message is received the exam is not on the navigation device. The on-site manufacturer representative went into admin and confirmed the exams are in the incoming folder, but were not in exams.